Event description:
On (B)(6) 2012 a vns treating neurologist reported that the vns patient was seen that day for follow-up and high impedance was observed during a system diagnostics test; output=limit/lead impedance=high/dcdc=7. The patient has not felt any stimulation with vns for a month. The patient's device was disabled due to the high impedance and the patient was sent for x-rays. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The patient was referred for surgery. Although surgery is likely, it has not occurred to date. The x-rays were reviewed and based on the views provided no cause for the report of high impedance could be found, however, the presence of a micro-fracture or lead fracture in the portion of the lead that could not be assessed, cannot be ruled out. In the x-rays it was noticed that the patient was implanted with a cardiac device; however, the physician reported that the patient's arrhythmia is not related to vns. The type of arrhythmia was not provided.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.